Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box verified that a blank basal program was started at 10:53pm on (B)(4) 2013 and basal delivery was resumed at 8:06am on (B)(4) 2013. The pump passed 29 hour flow accuracy testing and was found to be delivering within required specifications. The pump was exercised for 24 hours at 2 units per hour, and the total daily dose for the testing period correctly shows 48 units of basal delivered. The pump did not change basal settings during investigation. There was no damage found to the keypad and all keypad buttons responded appropriately. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: mom reports there was something was wrong with pump, mom states she was going to program a bolus from the meter and received no communication warning on meter. Mom then noticed all the settings for basal were erased and no basal delivery, she received alert that basal program is empty, pt woke up with fasting blood glucose (bg) of 300 mg/dl, large ketones with nauseated feeling, mild headache, moderate thirst and urination; mom gave a bolus to correct bg and to cover carbohydrates for breakfast and then contacted the health care provider (hcp) to get basal program settings, she reprogrammed the basal for a1 weekday, then changed site/set and gave 3u injection per hcp instruction at 7:45am today. Mom confirms the pump had power. Cts reviewed pump history and advised mom according to her report and the basal history, patient did not receive any basal insulin from 10:53p (B)(6) until this morning at 8:53am (B)(6). Instructed mom that the only reason for basal program to be empty would be if the program was cleared, mom does not keep pump locked, but states patient was sleeping at time of occurrence last night and thinks it is unlikely that the patient cleared the programming. Since unable to determine reason for empty basal program, pump will be replaced. Mom has patient on backup plan per hcp guidelines. This complaint is being reported as due to the allegation that a patient on pump therapy experienced hyperglycemia related to the pump not retaining the basal history programming